Event description:
The catheter (subject device) was returned for analysis and the device investigation revealed that the catheter (subject device) was broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the micro catheter was returned with a target device stuck, protruding out the distal end. Just below the microcatheter hub was seen to be broken/fractured and the hub not returned. The catheter shaft was seen to be kinked. The catheter tip was seen to be damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported device problem unknown/ unclear could not be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the event description, the coil got interfered with the microcatheter. On visual inspection of the device, the microcatheter was returned with a target coil stuck, protruding out the distal end. The part just below the catheter hub was observed to be broken/fractured and the hub was not returned. The catheter shaft was seen to be kinked. The catheter tip was seen to be damaged. The as reported event device problem unknown/unclear was not confirmed and will be assigned a probable cause of not confirmed. The as analyzed codes of catheter, coil jammed, catheter shaft kinked/bent, catheter tip damaged and catheter shaft broken/fractured during use will be assigned a procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.